Event description:
It was reported that the customer passed away due to diabetes. It was stated that the customer died due to diabetes, and an autopsy was not done. The spouse stated that she cannot return the insulin pump because it was destroyed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.